Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit remained on blank display after multiple new battery installations. Prior to blank display, unit was successfully downloaded using thump software. Unable to test or confirm no communication between transmitter and pump due to blank display. Unable to perform sleep current measurement test, active current measurement test, and self test due to blank display. For blank display, the baat tool was utilized to search for battery related alarms that may have occurred in the past or around the event date of the customer call. The baat tool recorded the following: battery cycle 28.0 received the low battery alert (104) on (B)(6) 2025 16:13:00 faster than expected at 4.8 days. Battery cycle 24.0 received the low battery alert (104) on (B)(6) 2025 19:35:00 faster than expected at 0.38 days. Battery cycle 22.0 received the low battery alert (104) on (B)(6) 2025 03:39:00 faster than expected at 4.28 days. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. Pump was cut open to perform visual inspection and no moisture damage or corrosion was noted on electronic assembly or motor assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer's allegations of no communication between transmitter and pump were unable to be confirmed due to blank display. Based on battery duration failure analysis instruction, the customer did experience an unexpected power loss of less than 7 days per the pump history records. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed. The issue was not resolved. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return is required for mmt-7040a.